Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced persistent pain following implantation. During follow up evaluation, an infection was identified in the scrotum. A surgical procedure was performed in which all components of the prosthesis were explanted, with plans for reimplantation at a later time. There were no further patient complications reported.

Manufacturer narrative:
Model number/catalog number: 72404012. Serial number: n/a. Batch/lot number: 1100785077. Model/catalog description: cxr. Unique identifier (UDI) #: (B)(4). Model number/catalog number: 720182-01. Serial number: n/a. Batch/lot number: 1100718466. Model/catalog description: reservoir flat 100 ml. Unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptoms are known risks associated with this device type and indicated as such in the instructions for use. Based on the information available, the conclusion code of known inherent risk of device was assigned to this investigation.